Event description:
Pt reported that their one touch basic enhanced meter was not powering on and pt was treated by a medical professional since pt was unable to test. Medical affairs specialist called and spoke with the pt in 2/04, who provided additional info. Pt stated that the meter stopped turning on since last week. Pt had tried replacing the batteries, but the power issue persisted. Two days ago, pt had an appointment scheduled to receive their chemotherapy treatment for lung cancer. A lab work was done on pt at that time, which revealed that their blood glucose level was 540 mg/dl. Pt had stated that prior to going for this appointment, pt was feeling drowsy and so pt had tried testing on the meter, but the meter would not turn on. At that time, pt was not on any diabetes medications. Pt was instructed by their dr to monitor their blood glucose and call him if their blood glucose level went above 200 mg/dl. Pt had not called their dr since pt did not know their blood glucose level. Based on the lab reading of 540 mg/dl, pt was given insulin shots (type and dosage of insulin is unk). Pt was kept there at the hosp until that evening. After that, pt was instructed by pt's dr to take 1 pill of glucovance daily. A replacement meter was sent to the pt. This case is reported as an adverse event since pt suffered a serious injury due to the meter malfunction.